Event description:
It was reported that during sterile processing, conducted at the user facility the tip of the device was identified to be broken off. As the event was identified during sterile processing, no patient involvement or procedural delays were associated with the event.

Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during sterile processing, conducted at the user facility the tip of the device was identified to be broken off. As the event was identified during sterile processing, no patient involvement or procedural delays were associated with the event.